Manufacturer narrative:
Battery cap tightens all the way, however broken battery tube threads and stripped battery cap coin slot noted. Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, and missing end cap sticker were also noted.

Event description:
It was reported that the customer's insulin pump was damaged. The battery did not tighten and the insulin pump had cracks. The rim of the battery compartment and the top two corners of the insulin pump were cracked. Her blood glucose level was 85 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.